Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
It was reported that burr detachment occurred. The patient presented with angina pectoris. A 1.25mm rotablator was selected for percutaneous coronary intervention (pci) at the right coronary artery (rca). During the procedure, it was noted that the burr detached, and it was hanging at the guidewire. The balloon was delivered into the blood vessel to remove the burr, and it was removed intact. The procedure was completed through bypass procedure. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6). Device evaluated by manufacturer: returned product consisted of the rotalink burr catheter on a rotawire. Visual inspection of the device found that the burr was detached and was found moveable on the returned rotawire. The annulus was damaged, and the device returned incomplete as the burr portion of the burr catheter only returned. The rotalink advancer that was used in the procedure was not returned for analysis. Microscope inspection of the device found that the coil was detached but a portion was present within the returned burr, and the burr itself was not rounded. Media provided, but the visibility to the photo was poor, but able to make out a burr detachment to confirm the reported event.

Event description:
It was reported that burr detachment occurred. The patient presented with angina pectoris. A 1.25mm rotablator was selected for percutaneous coronary intervention (pci) at the right coronary artery (rca). During the procedure, it was noted that the burr detached, and it was hanging at the guidewire. The balloon was delivered into the blood vessel to remove the burr, and it was removed intact. The procedure was completed through bypass procedure. There were no complications reported, and the patient was stable post procedure.